Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00045. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine clinic visit on (B)(6) 2017, the patient was found to be anemic. The patient was admitted to the hospital with a low hemoglobin/hematocrit and was transfused with 2 units of packed red blood cells for treatment. Gastrointestinal bleeding was suspected. A stool guaiac tested negative for blood but tested positive for clostridium-difficile. The source of bleeding was not determined and the patient was discharged home in stable condition on an unspecified date. The bleeding reportedly resolved on (B)(6) 2017. At the time of event, the patient was taking warfarin. No additional information was provided.